Event description:
Per importer's MDR: MDR decision date: 02/22/2013, 02/26/2013 - (B)(4). No serious injury alleged. Malfunction alleged. Provider states screw stripped where adjustment is made to adjust the back. MDR filed.